Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopically assisted gastric bypass. According to the reporter: the tip of the instrument broke and was still attached to the device. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.